Manufacturer narrative:
Conclusion: intracranial hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. The information in this report was collected during the review of coil embolization cases for a penumbra post-market retrospective study (ace). The information regarding this event is limited by the procedural reports provided by the hospital.

Event description:
The patient was being treated for a ruptured aneurysm of the large right supraclinoid internal carotid artery using the penumbra coil system. After placement of the first seven coils, a small residual aneurysm remained, but could not fit penumbra coils into the small space that remained. Then during angiogram to further asses the residual, two small areas of dye extravasation from the 1x3 mm inferior poled were noted. The investigator quickly switched to a sl10 catheter to access the small residual aneurysm and further fill using deltaplush10 cerecyte coils. This achieved rroc type I and stopped the dye extravasation. This event was reported as serious and with definite relationship to the penumbra coil system. After the coiling procedure, the patient could intermittently follow commands on the right side and experienced episodes of tachycardia. Eleven days after the event, the family met and decided on comfort care due to patient's age and prognosis. The patient expired secondary to cardiopulmonary arrest on (B)(6) 2012. This death was reported as unrelated to the penumbra coil system. This MDR is related to mdrs 3005168196-2012-00083 through 3005168196-2012-00089.